Event description:
The pt with this implantable pacemaker (ipm) was deceased. When the pt collapsed suddenly, the medics at the scene indicated the pacemaker was not working.

Event description:
Event description guidant received information that the pt with this implantable pacemaker (ipm) was deceased. When the pt collapsed suddenly, the medics at the screen indicated the pacemaker was not working.